Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. It was also noted that the rv lead exhibited oversensing. A device interrogation was done and pectoral stimulation was performed; however, the oversensing could not be recreated. No programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.